Event description:
The customer tested his blood glucose using his contour meter and received a reading of 62 mg/dl. He retested using another meter and received a reading of 245 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return his strips for eval. He declined replacement product.